Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent attached to the push catheter by the suture thread. The push catheter had several kinks. The guide catheter had one part detached. During microscope inspection it was observed that the suture hole of the push catheter was torn. No other issues with the device were noted. The reported event was confirmed. It is most likely that the push catheter got kinked by user manipulation, some technique performed during procedure and/or even tortuous anatomy could have contributed on this issue, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter and this may have taken the user to apply an extra force/tension, as consequence of the tough movement between the guide catheter and push catheter the suture hole got torn and the guide catheter got detached one part of it. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure, the stent failed to deploy. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter break.